Manufacturer narrative:
Product analysis: the product was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via the right common iliac artery using the inline sheath, there was difficulty advancing the delivery catheter system (dcs) due to calcification. The dcs was able to be advanced and the valve was implanted successfully. Following implant, no vessel damage was noted at the access site. Following use of the non-medtronic closure device, bleeding was noted. Manual compression was used. Angiography indicated an occlusion in the access site vessel. It was suspected that a thrombus at the puncture site was formed due to manual compression, which caused the vessel occlusion. Subsequently, a surgical incision was performed and the thrombus was removed. A suture was applied and angiography indicated adequate blood flow. Per the physician, it was unknown whether the bleeding and thrombus were caused by the closure device or the dcs. No additional adverse patient effects were reported.